Event description:
It was reported that an ilet user could not view the continuous glucose monitor (cgm) data on the ilet and observed a ¿low battery/therapy has stopped¿ message, consistent with a charging problem associated with the battery charger and a cgm showing high glucose that trended down to 364 mg/dl and later stabilized at 120 mg/dl. After outlet change, the device showed a solid green indicator and resumed charging, and once sufficiently charged the pump reconnected and prompted a cartridge change, after which the user filled tubing and cannula. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed a power source problem identified that led to a charging problem related to the battery charger. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy and a missed insulin dose due to the interruption in delivery while the device was not powered. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.